Event description:
Reporter alleged the lancet needle from the softclix device used in finger-stick blood glucose testing would not retract after it was used and protruded beyond the end up. Reporter stated he accidentally stuck himself as a result of the protruding lancet; however, no medical treatment was received. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.